Event description:
Information received indicates when engaging the emergency CPR, the head section is not lowering but will lower using the siderail switches.

Manufacturer narrative:
The technician isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed.